Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation of migration and patient symptoms of urinary incontinence, pain and discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has not used the implant since his previous surgery. The patient experienced recurring urinary incontinence, discomfort and scrotal pain. It was noticed that the pump migrated in the high scrotum, and the cuff was not coapting. As a result, the device was explanted and replaced. No further patient complications reported.